Event description:
The tip of the awl broke off while preparing the hole for the final screw. The tip was in the endplate and the surgeon was not able to remove it. So the broken tip remained in the vertebral body and only 3 screws of the 4 were replaced. MFR report #: 3005180920-2014-00077.